Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the blood glucose ran high. The blood glucose reading was 30 mmol/l. The insulin pump had died for an hour. The infusion set cannula was not bent. It was also reported that the insulin pump did not alarm when the reservoir runs low and runs out of insulin. The customer could not be reached to continue troubleshooting. The insulin pump was not returned for analysis.